Event description:
It was reported that the ventilator generated an error message rendering it into an inoperable state. Although requested, it is unknown if the ventilator was in use on a patient at the time the malfunction occurred. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) inspected the device onsite, and verified the malfunction. No replacements were made. The cse performed extended self-testing(est) on the device and all performed tests passed. The device is reported to be "in running condition."